Event description:
It was reported the customer went to the emergency room because customer had blood glucose of 307 mg/dl. Customer had small ketones. Customer was unable to check blood glucose because he didn't have test strips. Customer was put on an IV and was released until blood glucose lowered as well as ketones. Customer was at college. No further information. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.